Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator on (B)(6) 2014 that the pt's event history was reviewed and a low speed advisory alarm was noted, but there was no audible alarm according to the pt and hosp staff. The speed decreased to 7690 rpm from his set speed of 8800 rpm. The pt's pump power increased to 19.3 during the reduction in speed. The pt's history is icm, with stents placed in (B)(6) 2014. The pt is currently on a heparin drip which was administered prior to the reported event. The following day it was reported that there was a piece of flail trabeculae that was originally though to be left ventricle thrombus that was removed during the case. Right heart catheterization was performed and was normal. The echo showed proper unloading of the left ventricle. Additional info was received from the vad coordinator that the pt returned to surgery 1 hour post op because the outflow graft bend relief collar was not placed. The collar was then placed. On (B)(6) 2014 the vad coordinator reported that the pt continued to have low speed and power elevations to 18-21 watts. There was concern that there was still an obstruction somewhere in the pathway. An x-ray was taken of the internal portion of the driveline and there no suspect areas were noted. The pt remained stable. On (B)(6) 2014, a few power elevations were noted in the pt's event history. The following day it was reported that they are continuing to monitor the pt. There have been no changes in ldh or plasma free hgb. The echo continues to show unloading of the left ventricle, pump parameters are stable and pt is stable. The pt does have a history of clotting off his stents in the past and remains on IV heparin. Clotting studies have been inconclusive due to the fact that the pt is on heparin.

Manufacturer narrative:
Additional information: an autopsy was not performed; the device was not explanted and therefore not available for investigation. Evaluation of submitted system controller log files confirmed capture of the reported pump low speed operations and pump power elevations. A cause for the reported events could not be conclusively determined. It was reported that the patient had a history of clotting of stents, and that there was a potential that something may have been ingested into the pump after implant; however this was not confirmed. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation, as it was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information was received that the patient continued to experience decreases in speed and parameter changes with worsening heart failure symptoms, and ended up in multi system organ failure. The patient was moved to 1a transplant status but no transplant occurred. The patient refused dialysis, continued to decline, and he expired on (B)(6) 2015. The family refused an autopsy and the pump was not explanted. It was reported that the hospital staff was never able to rule in or out that something had been ingested into the pump during implant or shortly after in the post-operative period.